Event description:
As the coil was being advanced approximately 10cm beyond the catheter tip, the physician attempted to retract the coil but it stretched and broke. The coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the proximal end of the coil was extensively stretched resulting in the loss of primary helical shape. The proximal end of the coil was not attached to the pusher wire. The mid and distal portions of the coil retained their helical shape but numerous kinks were noted. Blood was noted in between the coil winds and within the polyethylene terephthalate (pet) junction which is indicative that continuous flush was insufficient. The pet junction and pet plug remained attached to the inner coil on the pusher wire. The analysis indicates that with the use of force, most likely due to the insufficient flush and the stretching incurred on the coil resulted on the coil no longer to retain its shape and hold around the pet plug fused to the inner coil and thereby separating from the pusher wire. The directions for use (dfu) state: "in order to achieve optimal performance of the gdc 360 detachable coils, and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of an appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip infusion and guiding catheters, and c) the 2-tip infusion catheter and boston scientific guidewires and gdc 360 delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the coil detachment zone." Based on the investigation results and information available it is likely that insufficient flush was the cause of the reported event. Therefore, it was concluded that use/user error was the most probable cause for the reported event.

Event description:
As the coil was being advanced approximately 10cm beyond the catheter tip, the physician attempted to retract the coil but it stretched and broke. The coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.